Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. All affected customers were notified via a device information letter dated sept 20, 2007.

Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently the patients received more medication than intended. The tubing sets were being used to deliver 250ml of vancomycin for a duration of one hour using the cair clamp to regulate the flow. The vancomycin deliveries were initiated in the preoperative area approximately 30 minutes prior the patients being transported to surgery. The anesthesiologist reported that after the patients were transported to the surgery department, the vancomycin deliveries "ran a little faster" than intended. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.